Manufacturer narrative:
03/31/1999- supplemental report #1 sent to FDA. Device eval indicated and codes entered in h3 and h6. Device not received for eval.

Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.